Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient was "very sick and in the hospital" due to an unspecified pump malfunction. No information was provided regarding the blood glucose values, symptoms, or any treatments provided at the hospital. Attempts by the customer support to follow-up on the matter were unsuccessful and the reported issue remained unresolved. This complaint is being reported because the event was associated with an unspecified pump malfunction requiring third party intervention.